Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation. It was noted that the device went into backup mode due to the patient trying to connect to the at home monitor multiple times. Programming changes were performed. There were no patient consequences.